Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the implant ruptured in the patient after surgery. No further information was provided. Update avoe 18-jul-2024: further information was provided that the device was initially implanted on the (B)(6) 2023 in an anterior cruciate joint stabilization surgery and the implant ruptured approximately 6 month later. The revision surgery was performed on the (B)(6) 2024 and was finished successfully with a new device with the same part number.

Manufacturer narrative:
The complaint allegation is confirmed. (1) unpackaged ar-2370bl knotless ac tightrope® repair implant with dog bone¿ button, batch 15056724 was received for evaluation. Upon visual inspection, it was determined that the suture system had failed, as evidenced by only a fragment of the suture remaining attached to the button. The dog bone button was examined under magnification to assess for sharp edges around the periphery of the holes. While scratches and material loss were noted, no sharp edges were detected around the suture holes. Functional testing is not applicable to this device as it was received damaged. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. A cause for the reported failure may be a patient-specific event. Per dfu-0377 at revision 1. C. Contraindications. 1. Insufficient quantity or quality of bone. 5. Conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. W. Warnings. 7. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone.